Event description:
It was reported the lead impedance had been increasing from 408-492 ohms in (B) (6) 2008 to 804-960 ohms on (B) (6), 2010. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.